Event description:
It was reported that a power source alert occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by plugging the charging cable into a wall adapter, allowing the pump to begin charging, and no further assistance was required.